Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib fault 77" message and failed to charge selected energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.